Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing, causing pacing inhibition. Programming changes were made and the patient was in stable condition. The patient will continue to be monitored.